Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 29mm mitral bioprosthetic valve, it was reported that the cinch suture was broken. No patient involvement was reported.

Manufacturer narrative:
Additional information product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed that the valve was slightly discolored showing evidence of blood contact. The valve holder remained attached to the valve. The valve holder was removed from the valve. The valve holder appeared intact. No evidence of damage on the valve holder and/or rotor. Under magnification, the tips of the sutures were observed. All suture tips were jagged not smooth, indicating they were broken rather than cut. The break surface of each tip appeared consistent with historical events that indicate the valve holder was over-ratcheted. Necking or reduction in diameter was noted adjacent to the break. The rotor was removed from the valve holder; intact. The sutures appeared curled showing evidence the sutures were wound around the rotor. The tips of the sutures that remained attached to the rotor show the same jagged break surface. Updated d9 updated h6 correction: b5 - "the device was received with another medtronic device" was corrected to "the device was replaced with another medtronic device" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 29mm mitral bioprosthetic valve, it was reported that the cinch suture was broken. No patient involvement was reported. Additional information was received which stated that the device was inspected after removal from its packaging and the issue was identified at that stage. The device was replaced with another medtronic device.

Manufacturer narrative:
Updated b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the device was inspected after removal from its packaging and the issue was identified at that stage. The device was received with another medtronic device.